Event description:
It was reported that the patient presented for a pacemaker (pm) pocket revision due to experiencing shoulder discomfort. Additionally, high capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and the rv lead appeared to have been pulled back. The physician explanted and replaced the rv lead. The device remained implanted. The patient condition was stable.